Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that support was withdrawn because the patient had multi-system organ failure (msof) and developed an acute hepatic artery bleed, which was associated with the cardiac arrest. The acute hepatic artery bleed was identified using a computed tomography (CT) angiography of the abdomen/pelvis. Bleeding was confirmed and successfully treated with interventional radiology (ir) embolization of the left hepatic artery on (B)(6) 2025.

Event description:
It was reported that the patient passed away. The cause of death was cardiac arrest. Support was withdrawn because the patient had "msif" and developed an acute hepatic artery bleed, which was associated with the cardiac arrest. The device functioned as intended. The patient's outcome was not device or therapy related and an autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists death and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the msof began on (B)(6) 2025 and was related to the device.